Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was admitted for failure of their lvad pump to maintain a fixed speed. The speed is running 20 to 80 rpms below fixed speed set point and occasionally reaches full fixed speed. The patient is on triple anticoagulation therapy with asa, coumadin and persantine. Inr is 2.5. Log files reviewed indicate pump is running at 9200rpms. No abnormal alarms or events were recorded. 4 days later it was reported that the patient's lactate dehydrogenase (ldh) jumped to 2300. A pump exchange from one lvad to another lvad was planned and completed on (B)(6) 2012.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.